Manufacturer narrative:
The used devices were not returned; therefore, a physical investigation could not be performed. However, five unused devices from the same box/same lot number were returned and evaluated by cardinal health. All devices were received in the original sealed package. The devices were visually inspected prior to deployment simulation. No anomalies were observed during the deployment simulation. However, four of the five balloons were observed with the core wire slightly curved after deflation. This condition might increase the profile of the collapsed balloon which may prevent the balloon from being retracted through the advancer tube during the procedure. Cardinal health is performing further investigation to determine the root cause and to prevent recurrence of the issue. The review of the lot history record (f1619803) indicated that there were no non-conformances related to this event and the mynx device lot met all established performance criteria prior to shipment. Should additional relevant information become available a supplemental MDR will be filed. This is report 2 of 4; from the same user facility same lot number as MFR report #: 3004939290-2016-00256, 3004939290-2016-00258 and 3004939290-2016-00259. Event date occured sometime in (B)(6) 2016.

Event description:
It was reported that in 4 different procedures with 4 mynxgrip 5f vascular devices from the same lot, the deployer encountered difficulty removing the mynxgrip delivery system through the tamp tube (advancer tube) after the balloon was deflated. This report is for device 2 of 4. The device was being used for arterial closure. Once the device was removed from the patient, manual pressure was applied for 1-2 minutes with no complications noted. There was no patient injury reported. The balloon remained intact after the device was removed. Additional information was requested, but is not available at this time.